Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 5ft 9in (B)(6). Female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The patient had a cardiac effusion. They became aware of the effusion in the waiting period after the procedure due to a drop in blood pressure. The effusion was verified via ice (intracardiac echocardiogram) and tte (transthoracic echo). At the time of the call there was suspected perforation and the patient was undergoing a pericardiocentesis and it was unknown as to the amount of fluid they would remove. There was a plan to keep the drain in place. As of the time of the call the patient was hemodynamically stable and being admitted for overnight observation. There was no evidence of effusion before or during the procedure. The physician was unsure of the cause of the effusion. Act ranges around 280 during the procedure. The transeptal puncture was performed using a baylis needle. There was no evidence of a steam pop. The irrigated catheter was used in the event and the flow setting was standard 8-15. There were no error messages observed on bwi equipment during the procedure. Visitag was used as a force visualization feature. 3mm tag size, average force of 7-47grams. Fti- 39-1173. Tag index 245-645. Max power 42 watts. Average power 34 watts. The additional filter used with visitag: 3 grams with 25% with a minimum of 3 seconds. The total number of lesions to be 60, the total ablation time to be 22 minutes and 10 seconds. The total amount of fluid from the irrigated ablator was 700ml. The physician¿s opinion on the cause of this adverse event: physician was unsure what caused the perforation. Intervention provided: pericardiocentesis. Patient outcome of the adverse event: last update patient was doing better. The patient required extended hospitalization because of the adverse event; required extended stay for monitoring in the ICU. Fluid was noted after ablation and during waiting period. The event occurred during post ablation waiting period. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation and no errors. Since the event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 30-mar-2022, the product investigation was completed. It was reported that a 5ft 9in 194 lbs. Female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The patient had a cardiac effusion. They became aware of the effusion in the waiting period after the procedure due to a drop in blood pressure. The effusion was verified via ice (intracardiac echocardiogram) and tte (transthoracic echo). At the time of the call there was suspected perforation and the patient was undergoing a pericardiocentesis and it was unknown as to the amount of fluid they would remove. There was a plan to keep the drain in place. As of the time of the call the patient was hemodynamically stable and being admitted for overnight observation. There was no evidence of effusion before or during the procedure. The physician was unsure of the cause of the effusion. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was irrigated correctly. However, a deflection issue was observed that could be related to the manufacturing process. For this condition, the manufacturing team performed an investigation, and it was determined that the deflection issue observed is not related to the process since evidence of the correct assembly was found. A manufacturing record evaluation was performed for the finished device 30625600l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. It should be noted that the deflection issue found on the catheter is multifactorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)